Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. While troubleshooting a probe wipe error, the customer noticed several drops of reticulocyte stain near the shear valve 93 on the lh750 instrument. The volume was reported as a few drops and the leak was contained. The operator was wearing gloves when the leak was identified. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) found the probe wipe motor had broken off of the drive shaft and the wipe was not moving. The fse replaced the probe wipe assembly to resolve the probe wipe errors, but was unable to resolve the leak. The fse returned on (B)(4) 2013 to address the leak of reticulocyte stain reported. The fse found the reticulocyte clearing solution tubing had popped off of the fitting on the shear valve. The shear valve was misaligned causing backpressure on the tubing causing it to pop off during the dispense cycle. The fse replaced the reticulocyte shear valve to resolve the leak. Identification of failure modes: the failure mode for the leak was the shear valve 93 was misaligned causing backpressure. The failure mode for the probe wipe was motor broken off of the drive shaft (premature failure). No erroneous results were generated. Upon recur, the failure mode identified for the probe wipe motor failure is likely to generate erroneous results for all parameters due to carryover as a result of incomplete rinsing of the probe after sample analysis. Upon recur; the failure mode identified for the leak is likely to generate erroneous reticulocyte test results due to improper blood sample/stain delivery to the stain chamber. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).